Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 900 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, self, and high pressure tests passed. The customer's doctor's think the event may have been caused by a lingering infection. Nothing further was reported.